Event description:
Procedure type: laminectomy. According to the reporter: the pt sustained a full thickness burn to her right buttock during a spinal surgery. The device (not in use), was stored in a pouch that was attached to drape. The surgeon leaned on the pouch during surgery and ignited the drape. The flames extinguished immediately and no other injuries sustained.

Manufacturer narrative:
(B)(4).